Manufacturer narrative:
In initial report, "additional information" was selected as a type of report, however, it should have been left blank/not selected as it was an initial report. Device evaluation: product testing could not be performed because the product was discarded. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional/similar (as applicable) complaints for this order number. Have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported while attempting to insert pcb00 14.0 diopter intraocular lens (iol) in the patient¿s ocular sinister (left eye) the lens would not deploy, stuck in the pre-loaded cartridge, and there was patient contact with the product. It was reported the lens was discarded, outcome does not significantly interfere with activities of daily life, and the patient has recovered. No additional information was provided to johnson & johnson surgical vision.